Manufacturer narrative:
The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation of an astral device, review of the device data logs revealed battery charger fault alarms. There was no patient harm or serious injury reported as a result of this incident.